Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 16.02 years post right side tka, this male patient underwent revision due to osteolysis. No additional information is available or forthcoming. The device is not available for evaluation.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 16.02 years post right side tka, this male patient underwent revision due to osteolysis. No additional information is available or forthcoming. The device is not available for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. The reason for the revision reported was not provided, but was likely the result of wear, loosening, infection, fracture, instability, or patient related factors. The reported osteolysis may have also contributed to the revision and may have been a result of patient related conditions and/or prosthesis wear. However, this cannot be confirmed because the component was not returned for evaluation and additional information was not provided.